Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the outer packaging was opened a hole was noticed in the inner sterile packaging, another item was used to complete the procedure. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product confirmed that there is a hole in the sealed tyvek lid. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The most likely cause for this issue is handling damage. The root cause of the reported event is attributed to a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.